Manufacturer narrative:
It was reported that while attempting to sit on the rollator, the rollator rolled backwards resulting in the end user falling and sustaining right pelvic fracture. Per report, prior to attempting to sit on the rollator, the end user activated the rollator's brakes. Reportedly, the end user developed right pelvic pain from the fall and three days later, end user sought evaluation and went to the emergency department. The end user was admitted to the hospital for non-surgical management of her pelvic fracture and was discharged to a rehabilitation facility. Per end user, she is already home at this time and remains having physical and occupational therapy. The rollator involved in this incident was used for approximately five years. Due to the reported pelvic fracture, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while attempting to sit on the rollator, the rollator rolled backwards resulting in the end user falling and fracturing her right pelvis.